Event description:
Loss of osseointegration. The material number has been updated. The batch number has also been provided on the returned pouch. The corrected information is provided in this follow up report.

Event description:
Loss of osseointegration.